Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was difficult to toggle, load and unload in which the first time it did not catch the needle during a procedure. One incident, the needle was left in the tissue another issue was it did not release needle and broke it. No details were provided regarding patient outcome. The device is expected to be returned for evaluation.